Event description:
A malfunction was reported on the pump, identified with the code malf 12 as a momentary power loss to the vibrator motor. There was no reported adverse impact on the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.